Event description:
This case was reported from (B)(6). The capsule failed to detach from the deployment device. Customer did not know how to break the handle as noted in the user manual. Mucosal bleeding was reported which led to endoscopic therapy. No other intervention was reported.